Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a failed pressure test. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for evaluation. This device has not been serviced in the past. Visual evaluation of the device found device in used condition, not in its original packaging. Decontaminated. There was a peeling dso seal, scratched lcd lens, worn uso seal. And scratched rear label. Reported problem of failed pressure test was not duplicated. No problem was found during functional tests. Replaced dso seal, uso seal, lcd lens, and rear label. Device passed all functional testing.